Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407645 lead implanted 2014-(B)(6). (B)(4).

Event description:
It was reported that one week after implant of the device, noise was recorded and a setscrew problem was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.